Event description:
It was reported that the patient underwent an unrelated spinal injection procedure. Patient did not set the ipg into surgery mode as recommended, just turned therapy off. Thereafter, the ipg failed to establish communication with external device, and the ipg was deemed inoperable. Patient lost therapy. As a result, surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating troubleshooting took place, and the ipg was able to be recovered after connecting to the cp. The patient has therapy.